Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 health effect-impact code, corrected h6 health effect - clinical code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported difficulty advancing the delivery system through the sheath and the resistance when removing the sheath were unable to be confirmed as no device and/or imagery were provided. Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification." As it was reported that the delivery system appeared to catch onto a calcified structure while advancing through the sheath, it is likely that calcification may have contributed to the reported resistance and withdrawal difficulty. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance and withdrawal difficulty. Calcification can also result in the creation of sub-optimal angles during delivery system insertion and/or removal that may lead to resistance and withdrawal difficulty. Additionally, undersized vessels can also create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement and/or withdrawal of the delivery system. As such, available information suggests that patient factors (calcification, undersized vessels) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in japan, a dissection occurred near the common iliac artery (cia) during the transfemoral transcatheter aortic valve replacement procedure. The patient had relatively small bilateral femoral arteries, with minimum vessel diameters of approximately 4.5 x 5 mm. There was no resistance during insertion of the 14fr esheath+. However, resistance was encountered during advancement of the commander delivery system through the sheath shaft. The delivery system appeared to catch onto a calcified structure while advancing through the sheath. Under fluoroscopy, the delivery system appeared to advance gradually, so the procedure was continued with slight force. After valve deployment, the delivery system was withdrawn through the sheath. The sheath was left in place while the delivery system was removed. After, the inner catheter was inserted, and the sheath was subsequently removed. Although no damage to the sheath was observed, the operator noted that resistance during retrieval of the sheath from the patient was greater than usual. Upon removal, the esheath+ showed substantial adherence of tissue resembling vascular structures, presumed to be intimal tissue, suggesting the possibility of arterial dissection. Doppler ultrasound failed to detect a pulse, prompting contrast imaging from the contralateral side. This revealed signs of dissection near the cia and evidence of rupture slightly proximal to the puncture site. Balloon hemostasis was attempted from the contralateral side, but surgical repair was ultimately deemed necessary. A vascular graft replacement was performed from the external iliac artery (eia) to the common femoral artery (cfa). Restoration of blood flow was confirmed, and the procedure was completed.